Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes erratic atrial sensing values since implant. The patient was brought in for lead repositioning, but the analyzer gave satisfactory values. The lead was not moved and the pulse generator was re-implanted. The following day, the sensing values changed. Subsequently, the atrial lead and the pulse generator were replaced.